Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 41.1-41.3cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.5-8.3cm, 8.4-8.6cm and 11.7-13.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented in clinic for normal follow up, externalized conductors were observed. The lead was diagnostically imaged prophylactically. The lead was explanted.